Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a deformed lead body 17cm distal to the is-1 connector pin, which most likely resulted from a tight suture sleeve. However, a thorough analysis of the lead did not show any deviations which might have led to the reported oversensing. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was explanted due to noise. No adverse patient events were reported.